Manufacturer narrative:
Evaluation: a user carton, labeled as containing iab with one serial number, was returned for evaluation. Examination of the carton's contents revealed that it contained an iab with different serial number. Probable cause of difficulty: examination of the returned iab and user carton did confirm the reported problem. The incident involving iab was the result of a typographical error when the label was printed. In order to prevent future occurrences, the following has been done: 1. All labels are now printed one user carton at a time. Labels are printed on demand. Unlike before, labels were printed automatically as a "batch". 2. The complaints were shared with those individuals in datascope's packaging department. The entire procedure was reviewed and is being enforced.

Event description:
The serial number on the box-label was j1441665; the serial number on the catheter (y-fitting) was j1441655. The device was never used on a pt. The event occurred during product inspection at the distribution warehouse. (Event complications: na.) (Pt's current status: na).